Manufacturer narrative:
This was initially reported on the summary report dated 6/18/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as lung cancer. Relate to manufacturer report #: 3011770902-2016-00348.